Event description:
Material no.: 930815 batch no.: 21694 it was reported by the distributor that the device was dirty/stained. Per report: dirty/stained.

Manufacturer narrative:
Ln 0021694 reported does not correspond to any lots manufactured for pn 930815. Therefore, it was impossible to review a batch record.without a physical sample it is not possible to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr (B)(4). See narrative below.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that the device was dirty/stained.